Event description:
The customer reported that falsely elevated cardiac troponin I (tni) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were repeated on the original system. The repeat results recovered lower than the initial results and matched the patient¿s clinical condition. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated cardiac troponin I (tni) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. Siemens is evaluating the event.